Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On an unreported date, the patient was hospitalized for peritonitis. The patient was treated with unspecified injection medications (drug names, doses, routes, frequencies, and durations) and unspecified oral medications (drug names, doses, frequencies, and durations) for peritonitis. On an unknown date, peritoneal dialysis therapy was discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient had not recovered. No additional information is available.